Event description:
The patient reported high blood glucose levels and motor error alarms during an infusion set change. The patient also reported a crack on the screen. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was able to rewind, but the unit failed the displacement test. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.